Event description:
This is the fourth of four reports (same product problem, same user facility, different patients). Linked to mfg reports: pr 154751 -- 2648988-2016-00045, pr 154753 -- 2648988-2016-00046, pr 156825 -- 2648988-2016-00056. On an unknown date the ins8401 accudrain with anti-reflux valve was leaking from the proximal stopcock. Information was not provided on patient injury or death alleged or procedural delay or revision / medical intervention. Additional information has been requested.

Manufacturer narrative:
Additional information received on 26jan2017: the customer reported that for ICU patients with a hummingbird or evd (drain), collodion remover or acetone is used to remove the collodion gel that is used to glue electroencephalogram (eeg) leads (electrodes) to a patients' head. When any of these substances come in contact with the stopcock, they cause it to crack within seconds of applying. They tried the same thing with acetone and it took a little longer but eventually it cracked and broke in half. The customer stated she reviewed the pictures of the cracks in the drain she sent back for evaluation and the drain they had used to test the solutions and they looked identical. She believed that there was not a defect in the drain but rather an obvious incompatibility with the materials of the drain and collodion remover and/or acetone. It was believed the substance ended up on the drain because of the way the drain is secured to the patients' shoulder and the eeg that completely covers the scalp and side of the face which causes the two to be within close proximity. The eeg team at university of (B)(6) will now be trialing a different method of gluing the eeg leads that is supposed to be removable with soap and water/waterless shampoo. They stated the need to discontinue use of collodion remover and acetone in the ICU for patients with a hummingbird or evd (drain) of the brain immediately. Integra has completed their internal investigation on 03feb2017. The device was not returned for evaluation. DHR review was not possible since the customer did not report the device¿s lot number. Test performed: a test was performed to try to duplicate the defect. The stopcock lot used for the test was 3154003. The test consisted of applying stress to three (3) stopcocks by means of a pair of pliers. The defect (cracks) could not be reproduced upon review of integra's complaint system from november 2014 to november 2016, there are five (5) complaints related to ¿cracked stopcock & leakage¿ including this one. The complaint occurrence rate for this type of incident is (B)(4). Conclusion: originally, it was concluded that there are controls at integra to detect this defect and that no manufacturing event was noticed that could provoke stopcock breakage. It was also stated that the device set-up, handling, or circumstances surrounding breakage of the device were not explained in these complaints or the amount of time in use prior to breakage. In three (3) out of the four (4) complaints, the failure was reported to happen while in use, not broken when originally placed; the other one was not explicit. It was also noticed that trending did not show that there was a spike in stopcock breakage in the market and thus seemed to be isolated to the university of (B)(6) hospital and that these breakages could have been provoked by some internal practice or handling of the device. New information was shared by the customer stating that collodion remover or acetone is used to remove the collodion gel that is used to glue electroencephalogram (eeg) leads (electrodes) to a patient¿s head. When any of these substances come in contact with the stopcock, they cause it to crack. Therefore the original conclusion regarding that most probable cause could be linked to some internal hospital practice was accurate.